Event description:
It was reported the ems was used during a tap hernia repair. It was reported by the affiliate the clips get stuck in the tip of the instrument when tried to fire it. No more clips can then be fired. A malformed clip was stuck in the jaw and prevented the other clips from feeding. Another ems was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
8/19/1998 further investigation has found that this is a duplicate of ees#981935 medwatch# 1527736-1998-01065, 1527736-1998-01066